Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the reprocessing technique of the reprocessing technician, however, the user facility declined the ess's visit. As part of the pms study process, olympus personnel conducted a review of the sampling technique of the scope sampler and there were no deviations found.

Manufacturer narrative:
As part of the post market study, the scope was forwarded to an external expert for further investigation- destructive sampling. The summary of the report is the following: the destructive sample test identified the following organisms that are categorized high concern organisms: burkholderia cepacia or microvirga spp. None of the reported erwinia billingae and or pantoea agglomerans were identified. The external expert inspected the scope and noted the following during destructive sampling: bleaching of the glue of the bending section cover, presence of extra glue around the nozzle and under the glue around the distal end light guide lens and the objective lens and a scratch of the glue of the bending section. The scope was sterilized at an independent laboratory and returned to the service center for repairs. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance the referenced tjf study. There were no deviations observed during the oer-pro inspection. Although there were no sampling deviations noted, there was a sink with a water supply near the sampling area and the sampling was not performed in an isolated area. Based on the investigations, it was not possible to conduct the reprocessing procedure review at this site, which is required for a comprehensive root cause analysis. Although the reprocessing procedure review was not conducted, the most probable cause of the reported event could be attributed to insufficient reprocessing due to improper reprocessing procedure.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope cultured positive for erwinia billingae and pantoea agglomerans after reprocessing. There were no associated patient infections reported.